Manufacturer narrative:
No service was requested by the user facility. Further information from the user facility stated that a heat and moisture exchanger filter (hme) of other brand was used during ventilation together with nebulization and active humidification. The filter was connected to the expiratory side on the patient´s circuit and had been clogged by moisture and nebulized drug. The evaluation of the provided ventilator logs show that the ventilator alarmed for airway pressure high and peep high. The alarms along with information about the clogged filter in use with nebulization and active humidification indicate an increased expiratory resistance in the patient¿s breathing system. The user¿s manual contains a warning that when the filter is used during nebulization, user should carefully monitor the airway pressure. A clogged filter could result in increased airway pressure. The filter should be replaced if the expiratory resistance increases or after maximum 24 hours, whichever comes first. The conclusion is that the described error was caused by the use of a hme filter together with nebulization and active humidification. There is no ventilator malfunction.

Event description:
It was reported that the expiratory patient tube became disconnected and that the expiratory bacteria filter was full of liquid. There was no patient harm. Manufacturer's ref #: (B)(4).